Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
During the eval, an issue was found with the device's detachable battery. The detachable battery was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.